Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and monitor. System operates as intended.

Event description:
Customer reported the system shut down on its own, then was slow to boot up. Also monitor has burn in. No patient injury was reported.